Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) - same meter, different test strips. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer on a follow-up call on 31-mar-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. Customer reported that she had gone to the hospital on (B)(6) 2021 due to the low blood glucose test result. Customer stated she was not having symptoms of the time. Customer stated a meter to meter comparison was performed and results obtained of 64mg/dl using true metrix meter and 119mg/dl using hospital's device (fasting/non-fasting not disclosed). Customer was not treated and was discharged the same day. Customer was advised to obtain a new meter.

Event description:
Customer had called in reference to report number (B)(4), stating she had purchased replacement test strips, lot mx4434s, manufacturer¿s expiration date of 07/31/2022. Customer reported she was still obtaining low blood glucose test results using the new test strips. Customer was concerned with result obtained of 64mg/dl. At the time of the call the customer reported having a light headache. Medical attention was not needed at the time. Customer stated she was going to eat and declined further troubleshooting.

Manufacturer narrative:
Sections with additional information as of 26-may-2021: d8: was this device serviced by a third party. D9: device available for evaluation. H2 device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were returned for evaluation. Reported defect not reproduced.- no defect found. Most likely underlying root cause mlc-012 use/storage-use of exp prod.